Manufacturer narrative:
The exact date of implant was not reported. (B)(4). Review of ap and lateral x-rays verify an extensive construct t6 to sacrum with multiple pedicle screws. X-ray quality is poor and cannot verify the reported event. The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.

Event description:
It was reported that the patient underwent a fusion procedure utilizing posterior instrumentation from t4-s1 to treat thoracolumbar scoliosis. Sometime post-op, it was discovered that there was screw loosening at l3. A revision was performed approximately 7 months post-op, and all screws were extracted and replaced. The surgery was completed with satisfactory results.